Event description:
A report was received that the patient's remote control (rc) would not pick up the ipg. The rc displayed "stimulator error". Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was replaced. Device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient's remote control (rc) would not pick up the ipg. The rc displayed "stimulator error". Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was replaced. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's remote control (rc) would not pick up the ipg. The rc displayed "stimulator error". Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was replaced. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that electrocautery was used for the original permanent implant to create the pocket but not while the ipg was on the field. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician¿s implant manual 9055940-001).

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, and photographic imaging tests performed. The complaint the ipg would not respond to certain commands from the remote control was confirmed. The root cause of the complaint was external flash memory corruption.

Event description:
A report was received that the patient's remote control (rc) would not pick up the external trial stimulator. The rc displayed "stimulator error". Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was replaced. Device malfunction was suspected. The patient was doing well postoperatively.